Event description:
Information received by medtronic indicated that the battery cap contacts of the insulin pump were damaged. Troubleshooting was performed. Customer reported insulin pump battery cap was damaged or metal contact missing or damaged. Battery cap metal contact was missing, or few than 3 raised dots could be seen. Customer did not experience other battery related alarms or issues. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.